Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering. Customer stated that they had to change the battery every 2 days only to find out that the metal piece from the battery cap was falling out. The customer alleges that the insulin pump was over delivering because customer was getting a low senor glucose reading during the night. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.